Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Block h11: an advanix pancreatic stent and delivery system were received for analysis. Visual examination of the returned device found the stent deformed, the push catheter buckled accordion, and the guide catheter kinked. A media inspection was performed on a photo provided by the complainant, and it was found that the stent was deformed. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported events of stent failure to deploy and stent material deformation. The investigation concluded that the reported events and additional observed damages were most likely due to procedural factors encountered during the procedure. Factors such as the tortuosity of the procedure, the technique used by the physician, and the amount of force applied to the device, limited the performance of the device and contributed to the reported events and the observed damages. Taking all available information into consideration, the most probable cause of the reported events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreatic duct to treat chronic pancreatitis during a pancreatic duct stent placement. During the procedure, the stent could not be deployed. Upon inspection, the stent was found to be flattened. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreatic duct to treat chronic pancreatitis during a pancreatic duct stent placement. During the procedure, the stent could not be deployed. Upon inspection, the stent was found to be flattened. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.